Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced high blood glucose event on 27-feb-2026. The blood glucose was high greater than four hours. The patient was treated with insulin pen. No further information available.